Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a female patient (herself). The patient injected herself periosteally with a total of 0.3 ml of radiesse (+) into the chin (off label use of device). Batch number and expiry date were reported as unknown. A total of 0.3 ml of radiesse (+) was injected in three 0.1 ml aliquots. During the final injection, the needle slipped out of place (device use error). After the radiesse (+) injection, the patient experienced a vascular occlusion in her own chin. The occlusion happened when the needle slipped out of place during the final injection. The health care professional followed the vascular occlusion protocol. The patient sought hyperbaric oxygen therapy. The outcome of the event was unknown.

Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). Off label use of device and device use error were coded only for formal reasons. Injection into the chin is no approved indication for radiesse (+) in us. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.